Event description:
It was reported that during a lap cholecystectomy procedure, the device was used to clip the cystic duct. Two days post op, the patient became extremely ill. The account transferred the patient to another hospital since they are such a small account. The next hospital thought the problem was with the bile duct, but then transferred the patient to another hospital. At the next account, they found that the clip had fallen off the cystic duct. The patient underwent a minor surgery to re-clip and repair the duct. The patient is okay. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.